Manufacturer narrative:
No sample material was submitted for investigation. Based on the available data, the investigation found the most likely cause was pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable results from a cobas e411 rack analyzer. Patient 1 initial cea elecsys result was > 1000 ng/ml. The repeat result with a 1:50 automatic dilution was < 10 ng/ml. The repeat result with a 1:50 automatic dilution was 2895 ng/ml. The questionable result was not reported outside of the laboratory. On (B)(6) 2023, patient 2 initial total psa result was >100.0ng/ml and the result with a 1:50 automatic dilution (1:50) was 0.023 ng/ml. Information was not provided if the questionable result was reported outside of the laboroary.

Manufacturer narrative:
The adjustments of the sample/reagent sipper and the calibration were checked. Quality control was acceptable. The cobas e411 rack analyzer serial number was (B)(6).. The investigation is ongoing.